Event description:
Information was received from a consumer (con) via a manufacturer's representative (rep) regarding a patient receiving 1,000 mcg/ml compounded baclofen at a dose of 224 mcg/day, 15 mg/ml morphine at a dose of 3.63 mg/day, and 10 mg/ml bupivacaine at a dose of 2.24 mg/day via an implantable infusion pump for intractable spasticity and spinal cord injury/spinal cord disease. It was reported that on (B)(6) 2017 the patient was admitted with increased pain and spasms. The pump was interrogated and showed no issues, no alarms were found. No interventions/actions were taken to resolve this issue. It was unknown if the issue was resolved at the time of this report. The patient's status was "alive- no injury" and no further complications were expected or anticipated.